Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimps the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found the instrument. Components adjacent to the broken wire do not show damage.

Manufacturer narrative:
A supplemental MDR has to be submitted to document the correct annex code c. Since failure analysis investigations were completed, c0204 will be the correct annex c code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.